Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken and parts are missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 1 remaining sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings.

Event description:
Customer reported via phone call that the sensor was not registering any isig value. Sensor alarmed sensor error alarm and change sensor alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.